Event description:
The user facility reported 2 occurrences, whereby, poor gas transfer was experienced during a bypass procedure. The user changed out the oxygenator after the 1st occurrence, but did not deem it necessary to change out after the 2nd occurrence, because it was near the end of the case. The case was able to be completed successfully without any further complications.

Manufacturer narrative:
Although the volume was not estimated, the oxygenator was changed out. Therefore, some blood loss was associated with this event. The involved device from the 2nd occurrence was discarded by the user facility, however the device used during the 1st occurrence was returned for evaluation. This unit was decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables, such as patient condition, that may have affected the observed change in blood oxygen-saturation level during the procedure. There is no available evidence that the reported event was related to a product malfunction of defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available informtion has been maintained in the quality assurance files for appropriate tracking, trending and follow up.